Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: a sample is not expected to be received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger of the handpiece went over the lens and lens was likely damaged. The surgeon stated the plunger went over the top of the lens and he feared the lens was damaged during the load and did not want to use the iol. Additional information was provided by the initial reporter that there was no contact with the patient.